Event description:
Surgeon performed a tracheostomy (bivona tts brand) on patient in the or utilizing their bronchoscopy cart. A trach adapter (8mm) from the bronchoscopy cart was placed on the patient's trach in the or matching the size of the trach. Patient arrived in ICU and the surgeon was unable to remove the adapter to place patient on the ventilator. Surgeon had to call manager of respiratory to assist prying the adapter loose. This brand adapter was one used previously by the pulmonary lab on their bronchoscopy cart, but had been deleted because of the same problem.